Event description:
It was reported: "revision of primary knee that was implanted in 2003. Revision due to loosening of femoral component-patella and tibia were fixed; however, a new patella was implanted."